Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws could not be opened after the 2nd or the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: how was the device opened? ¿ the information was not provided from the hospital. Which firing of the device did this event occur on? ¿ after the 2nd or the 3rd firing. What vessel or structure was the device fired on at the time of the event? -- cholecyst. Was the clip fully advanced into the jaws prior to firing? -- yes. Was there any torquing or twisting of the device present at the time of firing? -- no. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? -- no. Did anything unexpected happen prior to this incident? - no. Was the device fired after this incident in or out of the patient? -- the information was not provided from the hospital. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.